Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis and driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, the recurrent nature of driveline infection and the patient's related comorbidities. There are patient factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted to hospital with complaints of nausea, dizziness and a decrease in pump flows on (B)(6) 2016. A preliminary review of controller log files revealed a gradual decrease in flows that had started on (B)(6) 2016. The site further reported that the patient demonstrated minimal pulsatility with respiratory variations. The vad coordinator also noted that the patient had decreased fluid intake and a possible infection. Details regarding the source of this infection and how the patient was treated were not provided.

Manufacturer narrative:
Additional information indicated that the patient underwent an abdominal ultrasound (us) that revealed cholelithiasis without evidence of cholecystitis or biliary obstruction. This study also noted minimal bilateral pleural effusions, mild hepatic steatosis and thinning and irregularity of the right renal cortex consistent with scarring secondary to remote infection or ischemia. A chest computerized tomography (CT) scan two days later revealed no new pulmonary consolidation, near complete resolution of bilateral pleural effusions with minimal residual left pleural fluid. Additionally, there were several bilateral tiny pulmonary nodules measuring up to 4mm that were unchanged. The study also found a small peribronchovascular opacity in the superior segment of the right lower lobe and marked cardiomegaly. A head CT revealed no acute intracranial abnormality and resolution of previously seen right frontal lobe hemorrhage, left posterior fossa subdural hematoma and minimal encephalomalacia. The patient was treated with volume resuscitation, the holding of his diuretics, potassium repletion, intravenous (IV) hydrocortisone, antibiotics. The patient's final diagnosis included mycobacterium avium, hypokalemia and dehydration. The patient was discharged from hospital on (B)(6) 2016. The patient's medical team felt that the event was unrelated to the hvad device. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome include the patient's pre-existing comorbidities and recent endocarditis, cholelithiasis and non-tubercular infection; especially in light of the medical team's assertion that the event was unrelated to the hvad device. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Lvad pump remains implanted.